Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens completed a detailed technical investigation of the reported event. The investigation showed a systematic software issue in the tavi-algorithm of the syngo.via applications: syngo.CT cardiac function and syngo.CT cardiac planning. Correction for this issue will be initiated via update sy015/19/s and will be reported to the FDA under 21 cfr 806, upon release. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence. H6: evaluation conclusion code 4316-appropriate term not available was report for software problem as described above.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified as the investigation is ongoing. A supplemental report will be filed upon the completion of the investigation. (B)(4).

Event description:
It was reported to siemens that the syngo.CT cardiac function software incorrectly measured the vessel diameter in the curved planar reformation (CPR) segment at the annulus plane. The user recognized that since the centerline does not show the same image in the CPR, as shown in the annulus plane, the correct annulus plane cannot be measured with the vessel diameter tool. The user discontinued usage of the syngo. CT cardiac function software temporarily. There was no injury to the patient. This event is being conservatively reported since this issue, if it was to reoccur and not recognized by the user, could lead to misdiagnosis resulting critical consequences to the patient.